Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was present when the device was tested; the cause was isolated to a printed circuit board failure. Additional evaluation findings are as follows: faulty printed circuit board, causing xibase api error message on screen; eject button broken on pc board; software version and narrow band imaging could not be determined due to faulty printed circuit board. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was too dark to see. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.